Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be extended use of the main batteries.. To correct the condition, the main batteries were replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced battery depleted alarm set, interrupting delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is an remediated colleague pump with a user interface module software version of 6.13.92. No additional information is available.